Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non- boston scientific right atrial (ra) lead exhibited noise that was being oversensed which resulted in inappropriate atrial tachy response (atr) episodes. This was due to the minute ventilation signal that was being oversensed. It was noted that the right atrial (ra) impedances were variable but were not out-of-range. Boston scientific technical services recommended to turn off the respiratory rate trend sensor. This ICD and non-boston scientific ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non- boston scientific right atrial (ra) lead exhibited noise that was being oversensed which resulted in inappropriate atrial tachy response (atr) episodes. This was due to the minute ventilation signal that was being oversensed. It was noted that the right atrial (ra) impedances were variable but were not out-of-range. Boston scientific technical services recommended to turn off the respiratory rate trend sensor. This ICD and non-boston scientific ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.